Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that on (B)(6) 2019 the patient was back in 3rd degree atrioventricular block (avb) and chest x-ray showed rv lead was dislodged. The patient was scheduled to a different hospital. On (B)(6) 2019 the rv lead was explanted without complications and replaced. Patient was stable before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.